Event description:
The device overheated during testing by a manufacturer service technician at the user facility. There were no adverse consequences related to this event..

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The device overheated during testing by a manufacturer service technician at the user facility. There were no adverse consequences related to this event.